Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer attended the site to investigate and confirmed that reported problem. The engineer found the operator console screen black due to a tripped breaker in the power distribution unit, which was reset. Further, testing revealed that the ip pc had no power, so no live or review images appeared on the flex vision monitor. After reviewing the log, it indicates malfunctioning frontal ip-pc likely failed to start due to issues. Upon troubleshooting confirmed that the ip pc had failed. To resolve the problem, a replacement unit was sourced, installed, and configured with software and a backup and return the part for further analysis, and it showed that there was power supply failure observed. After ip pc was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.